Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8110 error code 354.6770. Technical support: 1. Check pressure sensor harness. 2. Replace pressure sensor. 3. Replace logic board. 4. Return the module to the factory. 5. Explain to customer that he would need to replace the pressure harness, I also explain to him that if he replace the pressure harness, and error still happens then he would need to replace the logic board. Customer stated ok. And ended the call. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 01feb2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. The tech recommended replacing the pressure sensor and logic board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. The tech recommended replacing the pressure sensor and logic board. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. The tech recommended replacing the pressure sensor and logic board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8110 error code 354.6770. Technical support: 1. Check pressure sensor harness. 2. Replace pressure sensor. 3. Replace logic board. 4. Return the module to the factory. 5. Explain to customer that he would need to replace the pressure harness, I also explain to him that if he replace the pressure harness, and error still happens then he would need to replace the logic board. Customer stated ok. And ended the call. A review of the device history record showed the device had a manufacture date of (B)(6)2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.